Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 49mm abdominal aortic aneurysm. It was reported that during the index procedure, the main body of the stent was implanted via the right approach so that the proximal end was located just below the origin of the renal artery, and a stent graft was implanted on the contralateral left external iliac artery (eia). When attempting to remove the main body delivery system, it was confirmed that the tip of the main body stent was caught in the capture, so the top stents were entangled when the capture was released. Since there was a resistance during removal of the delivery system, different maneuvers were performed such as moving the delivery system up and down, ballooning the proximal end of the main body with the balloon inserted from the contralateral left side, and performing the pta ballooning to around the entangled top stent by using wire and catheter, etc. However, since the inner tube of the delivery system was caught between the adjacent top stents that were entangled, it was judged that it would be difficult to remove the delivery system,so it was decided to expose the aorta only around the renal arteries. Under fluoroscopy, the physician attempted to release the entanglement between the top stents by rubbing around the implanted top stent outside the aorta, but it failed. When the aortic blood vessel was slightly opened only around the entangled top stent and visually checked, it was determined that it was difficult to release the entanglement because the tip of the adjacent top stent was in the top stent triangle part. After cutting one of the entangled top stents, revascularization was performed. After that, the delivery system was removed under fluoroscopy, the evar procedure such as the implantation of the limb on the right eia of the ipsilateral side was performed as usual, and the procedure was completed without any endoleaks reportedly. As per the physician the cause is user error. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the reported suprarenal stent entanglement was confirmed on the films provided; however the cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant neck anatomy. Additional procedural angiogram videos showing the release of the suprarenal stent, tip recapture and removal of the delivery system, and their subsequent release from the entanglement after opening into the aorta were also not available. It is noted by the physician that user error was a contributing factor to the event that occurred. The infrarenal neck diameter ranged from 18 - 16mm (off-label use) and the suprarenal neck anatomy is unknown, and it is possible that the patients narrow aortic neck may have also contributed to the suprarenal stent entanglement and removal difficulties. It is possible that aortic neck angulation may have led to enhanced biasing of the tip capture and spindle against the aorta during release and removal which effected the configuration of the supra-renal stents. The delivery system was discarded; therefore, a product investigation could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the reported suprarenal stent entanglement was confirmed on the films provided; however the cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant neck anatomy. It is noted by the physician that user error was a contributing factor to the event that occurred. The aortic neck appeared narrow with a post-implant stent graft od of ~15-20mm (using calibrated catheter for measurement). It is possible that the patients narrow aortic neck may have also contributed to the suprarenal stent entanglement and removal difficulties. It is possible that the narrow aortic neck anatomy may have led to enhanced biasing of the tip capture and spindle against the aorta during release and removal which effected the configuration of the supra-renal stents. The delivery system was discarded; therefore, a product investigation could not be performed. If information is provided in the future, a supplemental report will be issued.